Event description:
The pt reportedly was experiencing sound quality issues, tinnitus, pain, and headache. Testing performed confirmed that the device was functioning. However, a decision was made to explant the device. Device revision surgery will be scheduled.